Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a new personal profile in the pump that the customer had not created it. Customer received an alert/notification regarding this issue; however, could not provide further information. Tandem technical support (cts) reviewed pump and continuous glucose monitor (cgm) setting; nothing was found related to this event. Cts assisted customer with deleting new profile. There was no reported impact to customer's blood glucose. Although multiple attempts were made by cts to obtain additional information, customer did not reply.